Manufacturer narrative:
Updated data: d4., h4., h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the delivery catheter system (dcs) dislodged at 80% deployment. The valve was subsequently recaptured into the dcs. This occurred two more times, with two subsequent recaptures. Upon the 4 deployment attempt, the valve was positioned at the target implant depth of 3 millimeters (mm). The valve was left to sit in the patient and was observed for 10 minutes. It was observed that the valve was not anchored into place, resulting in a dislodge, where the valve moved independently on the non-coronary cusp (ncc) side. The valve was subsequently explanted from the patient. It is planned for the patient to return for a surgical aortic valve placement. Per the physician, the patient's bicuspid native valve, lack of calcium on the leaflets or annulus, and mean gradient of 40 and moderate-severe aortic regurgitation prior to the procedure contributed to the event.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-29, serial/lot #: (B)(6), ubd: 07-sep-2027, UDI#: (B)(4). The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: only one intraprocedural fluoroscopic image was reviewed. The patient¿s executive summary was not available, which limited the ability to perform a comprehensive anatomical assessment. The provided image demonstrates the valve deployed to 80%, and valve depth at the non-coronary cusp is observed to migrate from 2mm to 0 mm with no apparent reason. As stated in the instructions for use (IFU): the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. Caution: bioprosthesis implant depth =1 mm may contribute to an increased risk of prosthetic valve dislodgement during valve release, delivery catheter system (dcs) retrieval, or post-implant dilatation. It was reported that after multiple deployment attempts, a decision was made to withdraw the valve and abort the procedure. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.